Event description:
The customer called and reported he experienced low and high blood glucose, as low as 27 mg/dl. The customer stated he experienced a los blood glucose of 47 mg/dl, for which he treated by eating crackers. Customer had also experienced a high blood glucose of 300 mg/dl. He stated he was experiencing a lot of stress. Troubleshooting was performed for low blood glucose with the insulin pump. The drive support cap appeared normal and the device had not been exposed to a strong magnetic field. Settings and programming appeared accurate. Customer was reportedly always disconnected during the priming process. Troubleshooting for high blood glucose was declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.